Manufacturer narrative:
Product complaint # (B)(4). No product was returned. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: no product was returned. Echo showed impella at 5.9cm. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 the patient had an episode of ventricular tachycardia required direct current cardioversion and amiodarone infusion. Final measurement 3.9. Medical doctor aware of shallow placement and attempted to reposition but was causing ectopy, decision was made to leave shallow.